Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the displacement test or a21 error test due to no button response. The lcd window was inspected and it is scratched not moist with humidity as reported by the user. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, scratched lcd window, cracked lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the buttons have been off and on working and now are completely unresponsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's mother reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 133 mg/dl. The customer was advised to monitor the insulin pump.